Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was the sieve beds leaked. Additional malfunction for this device was the power switch did not alarm.